Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that during the treatment of the middle cerebral artery stenosis, a big resistance was encountered with hypo tube and the delivery catheter couldn't be withdrawn to deploy the subject device stent. After several unsuccessful tries, the operator took the subject device out to check and it deployed unexpectedly out of patient's body. The operator replaced it with another stent and finish the procedure successfully. There were no clinical consequences to the patient due to this event.

Event description:
It was reported that during the treatment of the middle cerebral artery stenosis, a big resistance was encountered with hypo tube and the delivery catheter couldn't be withdrawn to deploy the subject device stent. After several unsuccessful tries, the operator took the subject device out to check and it deployed unexpectedly out of patient's body. The operator replaced it with another stent and finish the procedure successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the delivery catheter was flattened at 10cm from the proximal end and 20cm to the distal end. Additionally, the stabilizer was kinked at 7.5cm from the proximal end. The stent was returned in its deployed state with thrombus causing it not to fully open. It is probable that the stent was prematurely deployed during removal from the patient as a result of handling of the device. Following the functional test, the delivery catheter was flushed, and an attempt was made to advance/ remove the stabilizer/; however; it was unable to be removed due to the deformation noted to the delivery catheter. The stent was soaked to remove the thrombus and there were no anomalies noted to the stent. As per the additional information, there were no anomalies noted to the device prior to use and the device was prepared per the device direction for use (dfu). The device was returned and there was damage noted to the delivery catheter which prevented the stabilizer to move within the catheter also there was a thrombus noted to the returned stent which was preventing it from opening fully. It is probable that the device was damaged during the clinical procedure, causing friction during the deployment attempt. It is probable that the thrombus noted to the stent prevented it from opening fully during the clinical procedure. An assignable cause of procedural factors will be assigned to the as reported and to the as analyzed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.